Event description:
Pentax medical became aware of a complaint that occurred in the (B)(6) region for a "o image, ccd defect, moisture inside. Electrical connector loosened" involving pentax medical video gastroscope, model eg-2990i, serial number (B)(4). The failure was observed in the workshop during inspection. No death, injury or significant delay in procedure was reported for this event. The defect ccd-charge coupler device assembly will be replaced as part of the service repair. On 26-aug-2021, a device history record(DHR) review for model eg-2990i, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 14-feb-2014 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 18-feb-2014.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.